Event description:
It was reported before the therapy that cs100 intra-aortic balloon pump (iabp) ECG cables (damage to the insulation layer) and pressure transducers (no contact in the cable sockets). No one was hurt. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: 7a. A getinge field service engineer (fse) performed periodic technical inspection that was visual inspection, system maintenance, calibration check, functional tests, electrical safety tests and device in good working order. Recommended replacement of ECG cable. The customer ordered ECG cables and replaced by themselves.